Manufacturer narrative:
(B)(4): during investigation, the date was set to (B)(4) 2012 and reset to (B)(4) 2012 after returning to the main screen. The pump was unable to hold the date of (B)(4) 2012. A software issue was found to be the cause of the reported date issue. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(4) 2012 alleging that the pump time and date reset upon removal of the battery and when attempting to set the correct time and date the date will revert to (B)(6) 2012. The reporter attempted 3 times to correct the date in the pump to (B)(6) 2012, but the date reverted to (B)(6) 2012. This complaint is being reported because of the allegation that the time/date setting was not maintained on (B)(6) 2012 as expected, and the issue was unresolved at the time of the contact.